Event description:
On (B)(6) 2012, olympus biotech (B)(4) received a report of an adverse event from a patient who received op-1 putty on (B)(6) 2012 as part of an unidentified procedure. The patient reported that after receiving the op-1 putty, she began experiencing chills, and developed a low grade temperature and nausea. The patient also reported that she has a history of an autoimmune disorder. She stated that her physician was not aware of her autoimmune disorder. Additional information was received on (B)(6) 2012. The treating surgeon confirmed that the patient, a (B)(6) female, received op-1 putty on (B)(6) 2012 as part of an l2-l5 posterolateral arthrodesis revision surgery. After her discharge to a rehabilitation facility on (B)(6) 2012, the patient reported intermittent low grade fevers which were reported to be 'mild' and which did not require treatment. On (B)(6) 2012 the patient called her primary care provider (pcp) to report diarrhea, chills, sweats and low grade fever; the patient was seen by her spine surgeon the following day at which time it was noted that the patient did not present with fever. The patient called her pcp one week later on (B)(6) 2012 to again report a fever of 100.2, which she stated had persisted for the previous three days, and which had been accompanied by chills, clammy skin and palpitations. On (B)(6) 2012 the patient was seen by the spine surgeon, who noted that her wound "appeared to be healing well". During this visit, the surgeon prescribed keflex as infection prophylaxis. At this time, it was also determined that the patient had previously experienced a urinary tract infection (uti), for which flagyl had been prescribed. The patient informed the spine surgeon that once she stopped taking the flagyl, the malaise and diarrhea resolved. The patient continued to report malaise and persistence of low grade fever over the course of the following month, both to her spine surgeon and pcp, but her temperature during subsequent office visits on (B)(6) 2012, were reported to be between 98.9-99 degrees. Lab results from tests performed by her pcp ((B)(6)) were reported to be normal. A physical exam performed by her pcp on (B)(6) 2012 was negative for guarding, rebound or fluid wave; her temperature during this visit was recorded as 98.7. An ultrasound performed on (B)(6) 2012 was negative for thromboembolism in her legs. The patient also tested negative for abdominal ascites during this visit. The patient reported to her spine surgeon that she had a metallic taste in her mouth which she suspected to be titanium poisoning. It was reported that the patient subsequently contacted both the poison control center and the center for disease control (cdc) on unknown dates. The patient was seen by infectious disease on (B)(6) 2012 and clostridium difficile and cx tests were pending. The physician reported that the patient's long term use of methotrexate for rheumatoid arthritis may have been a contributing factor in the reported low grade fevers, and "occasional nausea and dizziness".